Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a tracheal tube cuff was leaking air. The tube was replaced with a new product. There was no report of patient harm.

Manufacturer narrative:
(B)(4). One tracheal tube was returned for investigation. A visual inspection was performed and all the components were assembled properly. An inflation deflation test was performed and no problems were found. The sample was then left inflated and submerged in water, no deflations were found. The product functioned as intended. The reported complaint could not be confirmed.